Event description:
Defective air sensor.

Event description:
Defective air sensor: the device was received for investigation. The device history record was reviewed, and no events linked with reported issue was observed. The device log was reviewed, and confirms events described in the complaint. Different tests were carried out, and the reported event was reproduced. An internal check was carried out , and no visible defective assembly or bad soldering were observed. The device was tested with another air sub-assembly, and is conform. The problem from air sub-assembly, but the origin of this issue cannot be determined. The reported issue was confirmed. A CAPA was opened to determine the origin of this incident.